Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) found the battery bond wires were broken. Both bond wires connected to the positive battery terminal were broken and the epoxy under the battery terminal was broken.

Manufacturer narrative:
Conclusion code updated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported via a manufacturer representative that there was an automatic unintended stop of stimulation and therapy. The cause of the event was not available. It was unknown if any diagnostics or troubleshooting was done. A revision was done and the implantable neurostimulator (ins) was explanted. Following the revision, the issue was resolved.